Event description:
Same case as MFR#2134265-2012-01822. It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. Access was obtained via the right femoral artery. The 100% stenosed lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. The right anterior tibial artery was predilated with a 1.5mmx20mmx142cm coyote es balloon. The coyote es balloon was inflated to 2atms and ruptured on the first inflation. The device was removed successfully and the physician advanced another 1.5mmx20mmx142cm coyote es and dilated the lesion further. Then the physician advanced a 2mmx40mmx145cm coyote es balloon to dilate the lesion. The coyote es balloon was inflated to 6atms. On the second inflation the balloon ruptured at 6atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
Same case as MFR #2134265-2012-01822. It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. Access was obtained via the right femoral artery. The 100% stenosed lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. The right anterior tibial artery was predilated with a 1.5mmx20mmx142cm coyote es balloon. The coyote es balloon was inflated to 2atms and ruptured on the first inflation. The device was removed successfully and the physician advanced another 1.5mmx20mmx142cm coyote es and dilated the lesion further. Then the physician advanced a 2mmx40mmx145cm coyote es balloon to dilate the lesion. The coyote es balloon was inflated to 6atms. On the second inflation the balloon ruptured at 6atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)